Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) unit had a system overheat issue. No patient harm or injury reported.

Manufacturer narrative:
Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). Due to character limitation in e1 for event site address, the full event site address is (B)(6). Due to character limitation in e1 for event site name, the full event site name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, b5,b6, b7, d10, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions and health effect ¿ impact codes), h11. A getinge field service engineer (fse) reported that the a recall was successfully completed, and found no abnormalities. All functional tests were passed, and the unit has been returned to the user.

Event description:
It was reported that during routine testing, the cardiosave intra aortic balloon pump (iabp) generated a high temperature alarm. No patient was involved.